Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor serious injury were reported.